Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Suspected cause was due to customer receiving an automatic correction bolus in response to control iq software addressing a rising bg. Juice and peanut butter were consumed to address bg.